Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir o- rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test using a new transfer guard reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump and reservoir does not leaks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was 343 mg/dl. Customer believes it leaked from the bottom of the reservoir. Customer reported fluid in the reservoir compartment. Customer was advised that the leak could be an air bubbles in the reservoir that is expanding during filling.

Manufacturer narrative:
Reference MFR report number 3004209178-2016-56240 for the insulin pump complaint.

Event description:
After further review of the initial complaint, it was documented that the customer stated his blood glucose had increased to 563 mg/dl at the time of the incident while trouble shooting the insulin pump.